Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. The pump was returned and upon arrival, 4 milliliters (ml) were aspirated. All the pump logs were clean (no motor stalls, motor stall recoveries, or errors of any kind were found in the logs). The pump passed all non-destructive testing. The pump was then filled with 17.5 ml of sterile water, then aspirated. This process was repeated five times with no aspirating nor filling issues encountered. The pump was then aspirated and filled with 10 ml of sterile water, aspirated, and filled 5 times with no filling/aspirating issues encountered. Seeing as there were no problems recorded in any of the pump logs, and the allegations could not be reproduced in the lab, it was decided not to perform destructive analysis on the pump.

Event description:
It was reported a healthcare professional (hcp) was unable to fill reservoir with 20 ml before implanting it. The pump was never implanted and different product was used. The pump was filled with baclofen.

Manufacturer narrative:
(B)(4).